Manufacturer narrative:
The device was not returned for evaluation. The device history record reviewed and no anomalies that could be associated with the complaint were observed. A failure analysis and determination of root cause is not possible because the product has not been returned. The reported complaint was not confirmed.

Event description:
It was initially reported by a customer that the mcl55-1 injection needle 240mm bayonet was broken at the weld point. Additional information received on (B)(4) 2019 and (B)(6) 2019 reported that the incident happened on (B)(6) 2019, the unspecified surgery was canceled and had to be rescheduled for another date. The patient had been anesthetized and did not receive other medication. The patient was discharged after waking up. No patient injured or death alleged.